Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one day after insertion of a gamcath catheter, an air leakage was detected. This was noted at the beginning of the dialysis treatment. The reporter stated that the issue was caused by a hairline crack at the red connector. The catheter was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.